Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer provided information about the discordant results, but declined troubleshooting. The customer does not centrifuge patient samples according to the tube manufacturer specifications. The cause of the discordant, falsely low sodium results on two patient samples is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The cause of the patient samples being centrifuged outside of tube manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and resulted higher. The rerun results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.